Manufacturer narrative:
The presence of event code 57,1 in the freestyle libre 2 event log indicates that the encryption index doesn¿t match. This complaint is associated with adc fa1027-2023 in which an ¿incompatible sensor¿ error message will appear on the freestyle libre 2 reader due to difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader. This complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.b5: event description has been updated per new case information. D4 model#/d4 serial #: model number and serial number have been updated per new case information.

Event description:
A customer reported receiving an "incompatible sensor" message from the adc device. The customer was unable to obtain readings and felt hypoglycemic, experiencing symptoms of cold sweats, vomiting, and lost consciousness. The customer was taken to the hospital where they checked their vitals, performed bloodwork, and was treated with IV glucose for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Issues involving ¿incompatible sensor¿ error message with event log 57,1, caused by a difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader, is associated with report of corrections and removal number 2954323-07/12/23-002-c, submitted to the FDA on 12 jul 2023. Adc field action fa1027-2023 was issued to the us commencing on 12 jul 2023.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "incompatible sensor" message from the adc device. The customer was unable to obtain readings and felt hypoglycemic, experiencing symptoms of cold sweats, vomiting, and lost consciousness. The customer was taken to the hospital where they checked their vitals, performed bloodwork, and was treated with IV glucose for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.